Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred, and air bubbles were noted. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the physician attempted to flush the faradrive sheath during preparation for the procedure, the flushing line and syringe were reported to be full of bubbles. There seemed to be a leakage point at the joint of the flushing line and handle of the faradrive sheath. The faradrive sheath was replaced with a new sheath, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that a sheath leak occurred, and air bubbles were noted. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the physician attempted to flush the faradrive sheath during preparation for the procedure, the flushing line and syringe were reported to be full of bubbles. There seemed to be a leakage point at the joint of the flushing line and handle of the faradrive sheath. The faradrive sheath was replaced with a new sheath, and the issue was resolved. The procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the handle cap. Microscopic inspection revealed a tear in the flush lumen close valve underneath the handle cap, creating a leak path. Microscopic inspection also revealed a tear in the outer valve, creating an additional leak path from the flush lumen line.